Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and had no capture at max outputs approximately six weeks post implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.